Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Patient reported "bulging implant ¿ and "you can see it, looks like a lump on my skin, I can feel it; like it is protruding through my chest". And later healthcare professional reported "folded or bumped area of the top implant that is clear to see" and "an area of the implant that is like bumped up and is clear to see through her skin very noticeable". This record is for the right-side. Device remains implanted and it is unknown if the device will be returned.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (opening, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "bulging implant ¿ and "you can see it, looks like a lump on my skin, I can feel it; like it is protruding through my chest". And later healthcare professional reported "folded or bumped area of the top implant that is clear to see" and "an area of the implant that is like bumped up and is clear to see through her skin very noticeable". This record is for the right-side. Device has been explanted and replaced.